Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker had an erosion. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information indicates that the pocket was suspected to be infected but after observation by the physician, it was not. The physician decided to explant the device since the incision was open from the original changeout. Furthermore, new information was received that the device was explanted because of external exposure post hematoma and possible infection. No additional adverse patient effects were reported.